Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.

Manufacturer narrative:
Date received by manufacturer: 18oct2019. Date of report: 21oct2019. A touchscreen assembly was returned for analysis. An investigation was performed and the resistance ratios were out of specification, fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01oct2019; b4: 02oct2019. The service technician confirmed the touch screen assembly was replaced to resolve the reported issue. The unit was fully tested after part replacement and is now ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.